Event description:
Per pt, she was told the wires were getting crossed." Rv lead manufactured by st. Jude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).